Manufacturer narrative:
Dob is unavailable at this time. In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#3006705815-2018-00521. It was reported a cerebrospinal fluid leakage occurred when the physician placed the coude needle during implant of the trial leads. Reportedly, the case was proceeded with no further incidence. In turn, effective therapy was achieved throughout the patient's pain pattern. Postoperative, the patient experienced headaches which resolved with drinking caffeine.